Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted.

Event description:
It is reported that the product was not well sealed causing product to be non-sterile before using.